Manufacturer narrative:
This report is filed april 24, 2014.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced headaches and pain around the implant site. Subsequently, the device was explanted on (B)(6) 2014.